Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. H6: proposed component code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately one year post-implantation, the patient underwent a hip revision due to a broken liner and dislocation. Bearing was separated from head and liner. Surgeon alleged that the bearing was worn and did not move smoothly in liner. Head, bearing, and liner revised. Attempts have been made and no further information has been provided.